Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an unnecessary shock from the cardiac resynchronization therapy defibrillator (crt-d) for a ventricular tachyarrhythmia induced by a-v dissociation caused by the atrial capture management feature. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.